Event description:
Two days ago we learned through medical records, mris and CT scans that my son had a brain injury. On (B)(6) 1998 my son had skull surgery at (B)(6) by (B)(6), a (B)(6) neurological surgeon in (B)(6). The surgery went well, except while performing the surgery hemostasis was obtained using bipolar electrocautery. Two small rents in the dura were repaired using 4-0 nurolon suture in a interrupted fashion. The next day in (B)(6) 1998, a MRI was taken to ensure the site was not having problems. In 1999, a MRI was taken and the radiologist was alarmed because now in that site there was a larger area of damage and there appeared to be an "old shunt" line leading to the damaged area. No shunt had even been in his head. In 1999 there was a (B)(6) settlement for this same electrocautery device because it burned people. I have medical records, mris, CT scans, medical reports, iq, letters from teachers, psychologists, etc. We just learned yesterday this is what caused the injury. (B)(6) dob (B)(6) 1995 (injured) mother with power of attorney - (B)(6).